Event description:
Philips received a complaint on the mx750 monitor indicating that the monitor was intermittently displaying a speaker fault, it does still make sound. However, the customer senior assistant technical officer also witnessed the monitor alarm with no sound when first encountering the error message. The customer asked if it was possible that the error is software related, before ordering a replacement part. The customer noted that this would occur when triggering alarms by exceeding spo2 and ECG limits and when disconnecting leads, using the same module and accessories. The customer indicated the software version is n.01.01 ¿ 13. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote service engineer (rse) informed the customer that per the service guide, they can replace the speaker assembly and if the issue remains then the main board could be replaced, if they think the fault is specifically with the mx750. The rse also advised of reports via the factory of a ¿phantom¿ speaker malfunction inoperative (inop) message on revision n software that is intermittent when the monitor is used in conjunction with an x3/mx100 via a fmx-4 module rack. The rse advised that there is an option to upgrade the software revision p on the x3/mx100, as this has enhanced companion mode features. This should be available to download via philips support tool as long as the customer is running the latest version which is 18.0.0. At this time it is unknown what steps have been taken to resolve the issue; therefore the investigation is pending.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address line 2:(B)(6) hospital

Manufacturer narrative:
Additional information received indicating that the device speaker was able to produce sound; the only issue was the inop message being intermittently displayed. This is no longer considered a reportable event, as a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.